Manufacturer narrative:
This report is based on device return and analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: analysis found that the device would not interrogate with engineering software, and the software reported an incorrect device model. The cause of the telemetry condition was a memory error that determines the device model number. The condition cleared during analysis; therefore, the root cause could not be determined.

Event description:
It was reported that no communication was possible between the device and two programmers. The programmer showed an error message "a newer version of software is needed". The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.